Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a missing or detached sensor wire on (B)(6) 2015. Sensor was inserted at the abdomen on (B)(6) 2015. Patient reported that upon sensor insertion into lower abdominal area, the transmitter would not read. Patient eventually took the sensor off thinking that perhaps the tubing with the needle was kinked. When patient removed sensor from tubing, the needle was no longer attached to the sensor. Patient could still feel the needle under the skin. Patient reported that she went to urgent care the following day, (B)(6) 2015, as she was experiencing sharp pains in the abdominal area where the sensor had been inserted. Patient reported that the physician made an incision to see if he could locate the sensor wire. Sensor wire was not located. Patient reported that the sensor tube and needle wire were colorless and too hard to see. Patient reported that she was given 3 stitches to the affected area. Additionally, patient reported that the tubing was still in her body, causing intermittent sharp abdominal pains. Patient believes that the intermittent pain is related to the sensor wire, not from the incision. Patient's physician advised patient to leave the wire in the skin to create scar tissue. Patient was seen for a follow up appointment for the reported event on (B)(6) 2015. At the time of contact, patient was considering surgical options as she was still experiencing pain from time to time. It is unknown if surgical intervention was required. No additional event or patient information is available.